Manufacturer narrative:
Continued: h.6:. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, left side implant exchange with no complaint against the device. Healthcare professional, later reported,d left side capsular contracture, baker grade iii. And exchange from a textured to smooth breast implant, due to the patient¿s concern with the product. The device remains implanted.